Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings:the pump powered on to a blank display. The pump was opened, and investigation revealed that the display screen was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The screen has become entirely blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.